Event description:
This lead was implanted on (B)(6)2015 and remains implanted at this time. A call was placed to technical services on (B)(6)2016 stating that ther was lead safety switched on (B)(6)2016 due to high impedance and on (B)(6)2016. It was also noted in unipolar that there was oversensing and vt event storage. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).